Event description:
In 2008, the lay user/reporter contacted lifescan (lfs) alleging that a onetouch ultra meter "powers off during use". The complaint was classified based on the customer service representative (csr) documentation. The patient tests her blood glucose twice a day and managed her diabetes with pills, diet and exercise. The patient stated that the meter powered off during use approximately 7 or 8 days prior to contacting lfs and as a result, she claimed that she did not make any adjustments in regards to her diabetes management. Sometime after the alleged meter issue, the patient stated that she developed symptoms of lethargic, frequent urination, and extreme hunger; however, she reportedly did not seek any medical intervention or tested with another meter. During troubleshooting, it was verified that this was not a new out of box product and there was no meter trauma. The meter's batteries were not replaced per the instructions from the owner's manual. The patient's products have been replaced. This complaint is being reported due to the following conclusions: the patient's reported symptoms can be associated with hyperglycemia and it reportedly developed after the alleged issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.